Manufacturer narrative:
The reported issue of failing display boards that were identified during preventative maintenance was confirmed during the investigation. The reported quantity 14 could not be confirmed; the customer only returned 13 display boards for this complaint file. The majority of the received display board assemblies were noted to have been built in the year 2015 based on their serial numbers. The component u4 was the majority of the failures for dim segments. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported 14 defective display boards - dim/missing segments during pm. There was no patient involvement.